Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, a missing reservoir tube seal, minor scratches on the display window, cracked case at the display window corners, scratched reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that there was damage to their reservoir compartment. The customer stated they were changing their reservoir when they observed the damage. Customer reported half of the reservoir compartment was open and broken away. The customer stated the rubber gasket became detached. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan as their insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.